Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent carotid endarterectomy on an unknown date and suture was used. Following the procedure, the patient experienced laterocervical hemorrhage and was transferred to the operating room. After a tracheotomy, a revision of carotid suture was performed as it was found the suture was broken in half with a breach of 3 to 4 cm. Additional information has been requested.

Manufacturer narrative:
(B)(4). The patient, after the intervention, experienced laterocervical hemorrhage. The patient was urgently transferred in operatory room: after a tracheotomy, the suture of the carotid was revisioned and it was found that the suture was broken at half with a breach of 3-4 cm.